Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 170 mm. The right iliac artery was reported to be aneurysmal with a diameter of 3 cm. Aneurysm and vessel morphology are unknown. The patient has a history of peripheral vascular disease and coronary artery disease. It was reported that the patient was not considered to be a candidate for open surgical repair. Attempts were made to embolize the right hypogastric artery, but they were unsuccessful. A leak was reported in the right iliac artery aneurysm, but its source could not be determined. It was reported that the aneurysm was sealed distal to the hypogastric artery. It was thought that the leak might be junctional; therefore, an iliac extender cuff was deployed inside the junction. Final angiogram demonstrated that the indeterminate leak was still present. It was reported that the patient would be re-checked in one month. No clinical sequelae were reported, and the patient is reported to be fine.